Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported a pod had to be removed due to a high blood glucose level of 286 mg/dl (15.9 mmol/l) while wearing the pod for an unknown duration. The mother also noted they could smell insulin from the pod, suggesting a possible leakage. The pod¿s viewing window was reported to be fogged, and the adhesive was dry. There was no medical assistance required. The device evaluation found a tear in the cannula.